Manufacturer narrative:
The insulin pump function all tests. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a no delivery alarm during bolus and priming. The customer's blood glucose was 306 mg/dl. She stated insulin exited during a 5.0 unit fixed prime and the insulin pump alarmed no delivery. The customer was advised to push insulin through the tubing with a plunger, after the reservoir was removed and the reservoir and infusion set were disconnected and reconnected at the tubing connector. Insulin exited the tubing. She ran a manual prime after reinserting the reservoir and a no delivery alarm occurred in 2.3 units. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).